Event description:
It was reported that while in the cath lab, a pt was having an intra-aortic balloon (iab) placed via the right femoral artery. During insertion, slight resistance was felt by the physician. He was able to cross the spring wire guide (swg) and proceeded with the insertion to the aorta, where the position was confirmed. When the iab was connected to the datascope iab pump, "error" message was shown. The balloon could not be inflated despite several attempts followed by manual syringing. The doctor removed the catheter from the pt and a kink on the catheter shaft was observed. A 10 minute delay in therapy was listed, but another iab was not replaced for the pt, is listed as stable. There was no pt death, injuries or complications. Medical and surgical interventions were not required.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.